Event description:
A 3.0mm diameter x 16mm length medtronic ave d114 angioplasty balloon catheter was inserted into the pt's arterial coronary vasculature. Upon second inflation of the balloon, the balloon burst at an unknown pressure. (Rate burst pressure=14atm). There was no report of any injury to the pt. The balloon catheter was removed without difficulty from the pt. Lesion morphology, inflation pressures and details of event are unknown. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.